Event description:
Caller reported patient's infusion set tubing separated near the luer lock. She indicated that on event date patient returned home from school and her infusion set tubing was completely separated from the luer lock. Caller stated that as a result of the separated tubing, patient's blood glucose was in the 300 mg/dl range. Patient changed the infusion set and administered a bolus to address the elevated blood glucose. Caller did not report any symptoms related to the elevated blood glucose. No medical assistance was necessary. Infusion set was requested to be returned for evaluation.